Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, injection, 2 grams, intraperitoneally (frequency was not specified) and meropenem, injection, 1 gram (route and frequency were not specified). It was reported that the patient was given an additional unspecified medication by the physician (no further detail). At the time of this report, the patient¿s outcome was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.